Event description:
High voltage lead impedance was reported. Noise was observed on both custom egm's. It was noted that the df-I pin was not properly set in the header. The device will be programmed off for lead revision. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.